Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor failed pulse testing. Upon evaluation, the solder pads at the c19 high voltage capacitor were lifted from the defibrillator board. Root cause analysis of similar fractured capacitor events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor which was returned for an unrelated reason, a reportable problem was found. The monitor failed incoming pulse testing.